Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was received for analysis an empty opened foil, a paper lid and a winding former with several suture piece. During the visual inspection of the sample, the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that needle out of thread, and thread was broken at the handling. In addiction the needle was not returned for analysis. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package (from outside to inside) due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent an arthroplasty of the temporomandibular joint on (B)(6) 2019 and suture was used. Prior to use on the patient, at the time of opening the package, the needle out of thread, and thread was broken at handling. When opening the package it did not break correctly making it impossible to remove the wire to the use. A different lot was used for the patient. There were no adverse patient consequences. Upon evaluation, suture degradation was noted. No additional information was provided.